Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker oversensed myopotentials resulting in pacing inhibition greater than 2 seconds. The patient was asymptomatic. Isometrics and pocket manipulation were performed but were unsuccessful in recreating any noise. The device remains in service and the patient will be monitored.